Event description:
It was reported that there were high impedances on electrodes 0, 3, 5, and 7. Reprogramming was performed as well as x-rays. The patient had not been using stimulation because it wasn¿t comfortable and not where she wanted it. For existing groups were all programs at the top of 0 through 7 which seemed to be the left head. However, the intensity was very sporadic. Impedance showed many contacts on 0 through 7 greater than 10000 ohms. This depended on the reference point, but 0, 3, 5, and 7 seemed to be non-functioning. The right lead did offer bilateral coverage though it was stronger on the right. The patient needed stimulation in both knees and the tops of her feet. Three groups were programmed using the top middle bottom of the right lead with varying pulse widths. They were going to see if any of these offered good release. The patient was also going to be sent for an x-ray to see if there was migration. If the reprogramming didn¿t help, she would maybe need a revision. The patient experienced less than 50% therapy relief. Additional information reported that the right lead had migrated down significantly. This was noted to probably be the 0-7 impedances that were out of range. A plan was going to be discussed with the patient on (B)(6) 2015. It was likely that a revision of the leads would occur. Follow-up was performed to determine if any intervention was scheduled or performed. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient will have a system revision consisting of the leads and generator being removed and replaced. It was not on the schedule yet. Additional information received reported that the system would be replaced on (B)(6) 2015. Additional information received reported that the leads and implantable neurostimulator (ins) were replaced and sent for disposal by the hospital. The patient was receiving good coverage post-operation, was happy, and was doing well. No other information was known and no further follow-up was required.